Event description:
Reference number (B)(4). Event occurred in russian federation. It was reported that patient faced infusion set leakage event on 13-feb-2026. The leakage was from the infusion set. The blood glucose level was high. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: russian federation additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 10-mar-2026 against lot number 6010251 and similar malfunction codes: leakage issues-cannot be determined, leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The review confirmed that lot 6010251 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 10-mar-2026 against "lot number" criteria equal 6010251 and similar malfunction codes: leakage issues-cannot be determined, leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6010251 was manufactured according to the work instruction (wi) version 46 and packaging in the multivac 07, on 06-dec-2024 with a total of (B)(4) units. The sub-assembly of the cannula lot 4l00360 was manufactured according to the wi version 38 and manufactured in line 2, on 03-dec-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all 3 samples tested passed functional flow and leak tests for the reported malfunction code leakage issues-cannot be determined. All test results were within specification as documented in the attached test report complaint (B)(4). Test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6010251 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.